Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon burst. The patient was being treated for in-stent restenosis (isr). The 94% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left circumflex artery. Following pre-dilatation with a 2.50mm x 20mm emerge balloon, a 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon burst. The protector tip was also noted to be damaged. The procedure was not completed due this event. There were no patient complications, and the patient condition was good post-procedure.